Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch verio2 meter was powering off during use. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation the patient alleged that the product issue began when the user first began using the product, approximately one week prior to contacting lifescan. The patient does not take any medication to manage their diabetes. The patient reporting continuing with their usual diabetes management regimen in response to the alleged issue. The patient reported developing symptoms of ¿weak and tired¿ on (B)(6). The patient denied receiving any treatment for these symptoms. At the time of troubleshooting the cca could not resolve the issue with training. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient¿s reported symptoms do not meet lifescan¿s criteria for a serious injury and they did not receive any treatment. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.